Event description:
Tried neilmed nasal spray for the first time. Been given a free spray from a booth in the best practice london conference on (B)(6) 2025. Used a couple of doses since (B)(6) 2025 for dry nose and started getting cold symptoms (runny nose, feeling cold, low energy) on (B)(6) 2025. Runny nose and tiredness persist up until today as this is reported (B)(6) 2025. For dry nose.